Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the plastic distal end cover had a scratch and the bending section rubber glue was cracked. The connecting tube had a scratch and the mouthpiece was defective. The air/water nut paint and suction cylinder nut paint was peeling off. The universal cord had a scratch and the plug unit had damaged housing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the last year. Although the defects found during evaluation were confirmed, the foreign material clogging the nozzle could not be specified and no deviations from reprocessing according to the instruction for use (IFU) were reported. A definitive root cause of the foreign material clogging the nozzle could not be identified. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope had water spray under the air/water button. The issue was found during maintenance. Inspection and testing of the returned device found that there was debris in the air/water channel. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.